Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to unforeseen issues during the receiving of the samples, it has been determined that the sample was inadvertently misplaced and unable to be located. Retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: antibiotic hung. Primary tubing intact, primed and connected to patient piv. Secondary line set to infuse. Infusion started. Approx 30 min following IV pump heard, alarming, downstream occluded. Tubing under pt IV tubing pulled out of access point, clamp slid off upper tubing. Pt bleeding out IV line that remained attached.